Manufacturer narrative:
The complaint kit, smart card, and a photograph was provided by the customer for investigation. Review of the customer provided photograph verifies the reported pump tubing organizer (pto) leak as blood is seen leaking from the y-connector in the pto. The leak appears to be coming from the location where the yellow stripe tubing is bonded to the y-connector. Review of the smart card data shows the treatment was stopped after approximately 513ml of whole blood had been processed. Examination of the returned kit verified the reported pto leak as dried blood was visible at the y-connector in the pto. The returned kit was pressure tested to check for leaks and a leak was verified coming from the y-connector. The root cause for the pto leak is most likely due to an insufficient bond between the y-connector and yellow stripe tubing. Retraining has been completed for all bonding operators at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4). P.t. 19-sep-2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m373 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m373 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photograph are still in process. A final report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak in the pump tubing organizer after 500 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.